Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error alarm. Customer stated pump was not exposed to a high magnetic field. Customer¿s blood glucose value was unknown. Customer stated they were not able to rewind the pump. Customer¿s dad stated that there was flashing light on the pump and was vibrating and the screen went blank. Customer declined to troubleshoot for blank display. Insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify critical pump error alarm and pump error alarm due to blank display. Also, received with moisture damage on the motor and force sensor.